Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the, vasoview hemopro 2, after completion of the evh the harvester noticed that the black plastic covering just behind the curved cutter had a tear and was busy to come loose. The procedure was completed with the same device. No procedural delay. The procedure went well without any complications and no adverse effect on the patient and a useable vein was harvested.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 06/16/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The black shaft closest to the base of the jaws was observed to be intact, with no peeling observed. Based on the returned condition of the device, the reported failure "peeled; shaft" was not confirmed. The lot # 25161013 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.